Manufacturer narrative:
This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The patient reported " had lens implants for both eyes over 10 years ago. On sunday, the right lens has become detached from my iris." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.